Event description:
A report received from the USA stated an 840 ventilator received multiple error codes and had a battery that shorted. There was no reported pt involvement. The customer stated the battery arced and the unit now displays error codes for ventilator inoperative.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the reported problem. The cse replaced the breath delivery (bd) central processing unit (cpu), analog interface printed circuit board assembly (ai pcba), mother pcba, compressor pcba, and installed revision 'ak' software. The cse also performed electrical safety, ran all calibrations, the extended self-test (est), and short self-test (sst). All tests passed per mfg's specs at the time of service. (B)(4).